Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review: vena cava filter was deployed for right lower extremity deep vein thrombosis. Approximately eight years three months post filter deployment, the filter was successfully retrieved using rigid forceps. Abdomen x-ray revealed the filter with tip tilted to the right at l3. Inferior venacavagram revealed multifocal filter leg penetration and no acute thrombus. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for filter tilt and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current IFU (instructions for use) states: precautions: remove the g2 filter using the recovery cone removal system only. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc and filter strut(s) perforated into organs. The device was removed percutaneously. The status of the patient is unknown.